Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve in a patient with documented transient heart block on ambulatory rhythm monitoring, an electrocardiogram taken on the same day as the procedure revealed a wenckebach conduction with subsequent variable atrio-ventricular block, incomplete right bundle branch block, and an overall ventricular rate in the 40s that resolved spontaneously. An echocardiogram revealed an ejection fraction of 50-55%, a mean gradient of 8.6 mm hg, a peak velocity of 3.4 m/s, paravalvular leak, trace mitral regurgitation, and trace aortic regurgitation. The following day, a transvenous dual chamber permanent pacemaker was implanted due to the symptomatic bradycardia and ambulatory heart rhythm monitor findings. Per the physician, the heart block was not considered a complication of the valve implant procedure. No additional adverse patient effects were reported.